Manufacturer narrative:
Follow-up #1; date of submission: 08/17/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the pump was returned with the insulin on board (iob) feature set to "on", with a duration setting of 3.0 hours. A test was performed with a 10 unit bolus with a duration period of 3.0 hours. After the 3.0 hours, the iob satus was 0.00 units, and this was accurately reflected in the iob status; these findings display proper functioning of the iob feature. A second 10 unit bolus was performed and accurately reflected in the iob. Next, the ezbg and ezcarb bolus features were programmed with theoretical blood glucose values representing above, below, and within target range values; the pump adjusted the calculated amount correctly for all scenarios. The iob feature was found to be functioning properly during the analysis; the reported issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board (iob) feature was not calculating correctly into the bolus total. In addition, it was reported that the iob was greater than 0 by the end of duration (value of 0 expected). Blood glucose greater than 250mg/dl, but less than 500mg/dl and with no identifiable symptoms, was reported in relation to this complaint; this scenario does not meet the criteria of an adverse event as defined by animas. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.